Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The qc was acceptable prior to the sample measurement. The field service engineer found that there was contamination. The customer cleaned the system and the dilution cup. Precision studies and qc were performed, and they were within specifications. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 146.0 mmol/l. The customer programmed the instrument to repeat any elevated ise results. The rerun of other ise test results prompted the repeat of the sample on a different instrument. No questionable result was reported outside the laboratory. Repeat result: 138 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found that the cause was due to contamination. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.